Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to a heart attack, unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Caller stated that the customer programmed 16 units of insulin, but the insulin pump never delivered the insulin and did not delivered any insulin all day. Caller stated that the customer had a triple bypass surgery three weeks ago and almost died twice. Nothing further was reported.